Manufacturer narrative:
The technician replaced the pivot pin that had rusted which prevented the siderail from latching.

Event description:
Information received indicates the left intermediate siderail wouldn't latch.